Manufacturer narrative:
E1: (B)(6). A philips field service engineer (fse) evaluated the device and found a defective ECG board, battery case, msl board und nibp pump. The fse replaced the defective parts to resolve the issue. The device was operational after repairs were completed and the device remains with the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating there was a short circuit in the intensive care unit, a spark occurred, which then tripped the fuses. The device was in use at the time of the event. No adverse event occurred.